Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had a gradual increase to elevated threshold measurements. It was noted that the patient presented to the emergency department for chest pain. Reprogramming was done, and the lead remains in use. The patient is a participant in the (B)(6) registry. No further patient complications have been reported as a result of this event.